Event description:
It was reported that the patient had an infection at the battery site, impaired wound healing and dehiscence. The physician believed that infection was device related. The patient was put on antibiotics and upon follow-up, the wound was still not closed.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks prior to the date the manufacturer became aware.